Manufacturer narrative:
The investigation has been completed for the reported issue of priming issue. The device was not received for evaluation. The root cause of the priming issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a priming failure during setup of the device. A new impella was used successfully. There was no report of patient harm.